Manufacturer narrative:
Investigation findings: call (B)(6) was received indicating that finished good 89-6660, heart cath custom tray, contained an angio femoral drape that allowed fluid to leak through the drape. The (B)(6) reviewed the bill of materials (bom) to identify the raw material. Raw material 704411, drape angio femoral extra long 87 x 135 w/ window, was identified as the suspect device. (B)(4) supplied the raw material. 3) the 2013-2015 supplier corrective action request (scar) and supplier notification letter (snl) logs were evaluated for similar complaints. One similar complaint was identified in 2013 and scar2013-416kjg issued. Scar2015-282kjg was issued (B)(6) 2015 and due (B)(6) 2015. The (B)(6) contacted (B)(4)/(B)(6) in reference to the outstanding scar response on the following dates:(B)(6) 2015 and (B)(6) 2015. The deroyal supply chain department was included in communication with the vendor for awareness of the report and the scar response not being returned within deroyal's 15-day criteria. Refer to the call (B)(6) email communication attachment. The (B)(6) determined to forward the complaint for closure and re-open the call once an acceptable scar response is received. The outstanding scar will be monitored through the 2015 scar log. Correction: a correction has not been taken. Root cause analysis: the true root cause for the reported issue is undetermined due to a lack of sample for evaluation and the outstanding scar response. Corrective action and/or systemic correction action taken: due to the investigation and root cause determination, a corrective action has not been taken. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is incomplete at this time. This report will be updated when new information becomes available.

Event description:
The angio drape (drape angio femoral extra long 87x135 w/ window (B)(4)) seems to have changed in that it now is allowing fluids to leak through drape.